Event description:
It was reported that the y site close to the patient connection the ¿blue center¿ was stuck open and fluid was leaking out. The "blue center" eventually closed once the nurse had it in her possession but it took about an hour for it to correct itself and close. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the y site close to the patient connection the ¿blue center¿ was stuck open and fluid was leaking was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressures testing resulted in the sets repriming successfully via gravity and showed no signs of anomalies. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
Concomitant medical products: non bd secondary set attached to one used 1000ml baxter bag, lot: y300509, exp: sept- 2020, therapy date: (B)(6) 2019. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the y site close to the patient connection the ¿blue center¿ was stuck open and fluid was leaking out. The "blue center" eventually closed once the nurse had it in her possession but it took about an hour for it to correct itself and close. There was no patient harm.